Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced certain symptoms of panic attack (dizziness and tachycardia) when stimulation was turned on. Prior to the reported event, patient was receiving effective therapy with hf10 for approximately six months. The device was explanted and there was no additional report of complication.